Event description:
It was reported that the web would simply not detach. Another two web detachment controllers were tried and repositioned, but it did not detach. There was no surgical intervention nor patient injury. The patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
Additional information was received that stated a wide necked aneurysm treatment was performed. The case was completed by using another 5 x 2 web.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned web system found the pusher bent at the hypotube and broken at the hypotube-to-connector junction. Due to the condition of the returned device, the investigation could not perform continuity and resistance testing to further assess the alleged detachment issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield and tensile strengths.

Event description:
See h11.